Event description:
It was reported that patient's ipg was no longer able to be charged due to end of life. The last time the patient successfully able to charge was almost 3 weeks ago. As a result, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.